Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient was frustrated and said they think their leads are not placed properly. At the beginning of the evaluation, they were on their right side and was experiencing uncomfortable stimulation in their tailbone. They changed themselves to their left side on saturday and said stimulation feels like a pinch or a cramp and they increase occasionally; they weren't sure what to expect or feel. They did not receive a voiding diary and felt lost/confused during the evaluation. No further patient complications have been reported as a result of this event.